Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states wiring heating up on left motor. Spoke with service tech who stated nurse said it smelled like the wires were burning. Also stated the wire was getting hot. Chair only a month and half old. MDR filed.